Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed multiple cartridges to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.